Manufacturer narrative:
Product complaint # ==> (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient experienced severe pain over a period of time, which hindered her ability to walk and required various pain medications. Her physician detected high metal levels in her blood. Doi: (B)(6) 2008 - dor: none reported (left hip). **patient is a resident of (B)(6). Update: 10/10/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad 10 sep 2019. (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets via cd shipment ad 25 sep. Ppf alleges infection requiring IV antibiotics, metal wear, metallosis and elevated metal ions. Doi: (B)(6) 2008 - dor: not revised (left hip)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null . Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.